Event description:
User facility reported the day after implantation of the intraocular lens (iol), the surgeon noticed the lens was deviated. During surgery to reposition the iol, the surgeon found that the lower haptic was detached from the optic. The optic was sutured. Surgeon reported a favorable outcome, and pt is said to be recovered.